Event description:
The product was inserted into the ventricle of the brain in order to drain cerebrospinal fluid from the ventricle. No flow of cerebrospinal fluid was noted by clinician. The device was removed and replaced with a second device of the same catalog number.